Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results when comparing his onetouch verio iq meter to a hospital device. The reporter could not provide the results obtained from the subject meter or the other device. This complaint is being reported because the issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.